Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). During the procedure, two of the contacts were showing as out of range during an impedance check. The leads were changed in the ins port to rule out an issue with the ins. When they were still showing as out of range, the lead was changed. When asked if there were any environmental/external/patient factors that may have led or contributed to the issue the rep indicated that they were not sure if emi played a role in the issue. The rep would return the lead for analysis. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.